Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4) did not resume compressions and displayed a "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause of the issue was due to the brake gap being out of specification as a result of the platform age. The brake gap was readjusted to remedy the fault. The customer's reported complaint of displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message was confirmed during archive review and not during initial functional testing. The platform failed the initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed when the platform was powered on. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, there was no lcd backlight. The lcd needs to be replaced to address the issue. The autopulse platform is a reusable device as well as a serviceable device and was manufactured in april 2008 and is more than 11 years old, well beyond the expected service life of 5 years. Therefore, this type of the issue is characteristic of normal wear and tear for the life of the device. The archive data revealed a system error 139 (unable to hold compression position) and user advisory (ua) 17 error messages on the reported event date. In addition, unrelated to the customer complaint, event log showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error. The load characterization check was performed and verified that load cell was found defective as a result of an aging device. The user advisory (ua) 17 error message alerts the user that the drive motor did not reach the target compression depth within specification when used on a medium/large size stiff patient or when the battery being used has a low voltage or the lifeband is twisted. The reason the autopulse platform stops after a few compressions, it is trying to build up to the 20% compression depth and cannot do it in the specific time frame but did not have enough power to achieve this compression rate within 0.38 seconds. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) was used on the (B)(6) patient (153cm, (B)(6)) and performed continuous compressions. After an unknown period of time, platform stopped compressions and displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message. The user was able to resolve the issue after power cycled the platform; however, the platform did not resume compressions after ventilation pauses. The issue repeated several times. After that, the platform displayed the "system error, out of service, revert to manual CPR" error message. The use of the autopulse was discontinued and manual CPR was performed. No known impact or patient consequence information was available. No further information was provided.